Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter fell out of the patient after the operation.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. The inspector received one silicone temperature sensing catheter with sample port connector and a cut inlet tube. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) but an immediate leak was noted coming out of the drainage eyes, indicating a lumen to lumen leakage. The balloon was dissected and the inflation notch was found to have penetrated both lumens. Per specification, the following was noted, "inflation lumen notch not to penetrate drainage lumen and must be properly formed, in addition no nicks are allowed." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿5) to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered. "

Event description:
It was reported that the catheter fell out of the patient after the operation.